Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address periprosthetic fracture, broken and loose stem. Osteolysis was also reported. It was reported that the patient has had breast cancer, with chemotherapy and radiation.